Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Broken off and left inside her body-vagina [foreign body in reproductive tract]. One-fifth of the product was broken off- tampon [device breakage]. Case narrative: consumer reported via e-mail that one fifth of the tampon broke off and was left inside. No serious injury reported.

Event description:
Broken off and left inside her body-vagina [foreign body in reproductive tract]. One-fifth of the product was broken off- tampon [device breakage]. Case narrative: consumer reported via e-mail that one fifth of the tampon broke off and was left inside. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.